Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 581 mg/dl. The customer treated her high blood glucose level with a pen and syringe. The bolus history did not display all entries based on her recollection. The customer's health care provider had her disconnect from the insulin pump yesterday until tomorrow. The high blood glucose level only occurred twice in the last two weeks. The insulin pump did not seem to be delivering insulin. The device was not returned.